Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test or verify external ram crc error alarm, unexpected restart error alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker. (B)(4).

Event description:
It was reported via phone call that insulin pump received a blank screen display. It was reported that insulin first began to beep loudly. Insulin pump received an external ram crc error alarm and an unexpected restart error alarm. Customer's blood glucose was 260 mg/dl. Caller declined troubleshooting. Caller was advised that insulin pump would need to be replaced.